Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that a hole or cut in the pleurx drainage kit bottle tubing that is why it can't fully drain. Verbatim: (B)(4) package received was okay except that there was a hole or cut in the pleurx drainage kit bottle tubing that is why they can't fully drain it.

Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001407012 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Complaint investigation was unable to confirm the reported failure mode through review of the device batch records. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that a hole or cut in the pleurx drainage kit bottle tubing that is why it can't fully drain. Verbatim: (B)(4) package received was okay except that there was a hole or cut in the pleurx drainage kit bottle tubing that is why they can't fully drain it.